Manufacturer narrative:
(B)(4). D10: medical product: articular surface medial congruent (mc) left 14 mm height: catalog#42512100614, lot#63841679; unknown persona femur cemented cr size 5: catalog#ni, lot#ni. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date. On an unknown timeframe post-implantation, the patient fell and suffered a wound over the knee which became infected. A washout and bearing exchange procedure was planned however, during the revision surgery, the surgeon noted severe osteolysis and loosening of the femoral component in addition to an infected joint. All components were then removed and replaced with temporary cement spacers to clear the infection. It was reported that all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided photos identified explanted total knee arthroplasty components. The tibial baseplate also demonstrates signs of in vivo use, with residual cement and biological debris present. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.